Event description:
A surgeon reported several cases of "sand of sahara" (sos) syndrome, after lasik surgery. This report references a case that was bilateral moderate myopia and astigmatism, pre-operatively. The (flap) surgery was completed without incident and it was followed by refractive treatment with (excimer) laser, which also went well. Postoperatively, the patient was given azithromycin drops (twice daily), dexamethasone eye drops (4 times daily), and lubricant eye drops (sodium hyaluronate, 6 times daily. One day postoperatively, the syndrome was noted to be moderate. Surgeon increased anti-inflammatory treatment by dexamethasone to 8 times in both eyes and saw the patient again for consultation. At one week post-surgery, patient's condition had worsened and a central opacity was observed. This condition was upgraded to a stage iii sos syndrome. Surgeon advised the patient to continue with prescribed treatment and add'l follow-up visit was planned. A pharmacist also reported that the patient had deterioration of visual acuity. Surgeon assessed postoperative complication as severe. Pt has no identified risk of inhalation or bleeding. Antibioprophylaxis and operative field preparation were performed according to protocols in the facility. There are two medical device reports associated with this event. This report is for a male patient who underwent surgery on (B)(6) 2014. This report is for the left eye (os). The medical device report for the right eye is 2014-06178.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).